Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting low amplitude and high thresholds. The device outputs were appropriately increased due to high thresholds and there were no reports of loss of capture or adverse patient effects. A procedure will take place in the future to remove the rv lead and replace with another.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
--